Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.

Event description:
It was reported, that a patient underwent an unknown procedure in 2023. And suture was used. During the procedure, the suture broke at the end of surgery, after the knots were tied and the suture was buried. No patient suffering. More suture packs were required to be open to complete surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). H6 component code: g07002. Device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. How many sutures broke in each procedure? Additional information was requested, and the following was obtained via: could you please clarify when did the issue occurred (removal from package /during passage through tissue/ during tying / post-op)? During surgery. In event description indicates "sutures have broke with 2 different doctors"? It indicates that it could be in two different procedures. Could you please clarify information below: 5 different packages of monocryl had suture break. These broke with 3 different patients. Were these cases previously reported to ethicon? No. What is the total number of products involved in each event? 5 x monocryl 3-0. Did the event occur during one or multiple patient procedures? Multiple. What is the total number of procedures? 3. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). No. If this event occurred in multiple procedures, please provide the following information for each patient event. Suture broke at the end of surgery, after the knots were tied and the suture was buried. Could you please clarify if the patient/s suffered from any signs or consequences due to the issue? Please provide more information. No suffering. More suture packs were required to be open to complete surgeries. Events reported via: 2210968-2023-02667, 2210968-2023-02668, 2210968-2023-02669,& 2210968-2023-02670.